Event description:
A customer reported experiencing bad quality of visualization with the lamp during a vitrectomy procedure. The issue did not prevent the conclusion of the case. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).